Event description:
Reportable upon analysis completed on (B)(4) 2014. It was reported that during cavotricuspid isthmus (cti) ablation, poor temperature control and a noisy electrogram occurred. The physician selected a intellatip mifi xp 7/110/2.5/8-8 k2 for use. The catheter was consistently demonstrating low power and high temperature, 15-20w and 65 degrees with associated little or no attenuation of abl d or mifi egms signals. The catheter was then able to delivered 60w at 59 degrees with associated attenuation and cti block. Upon further ablation of the cti strong interference was noted on the mifi channels. The procedure was completed with this device. No patient complications were reported and the patient status is stable. However, upon analysis a broken adhesive and fluid residues were found under the adhesive at ring2.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the device has broken adhesive and fluid residues under the adhesive at ring2. A kink was found in the distal section while in the neutral position, at 6.2cm from the tip. Functional testing was performed and ablation was verified by using the maestro generator 3000, and the device was found within specification. Electrical testing was performed and the device was found within specification. A noise test was performed and the mini electrode channels did not exceed the product specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The damage found upon analysis could be caused due to anatomical/procedural factors encountered during the procedure. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).